Event description:
A report was received that the patient had difficulty charging ipg. The patient underwent a revision procedure wherein the battery pocket was relocated since the ipg had shifted. The patient was doing well post operatively.